Manufacturer narrative:
The subject device was not returned for evaluation. A review of the device history record was performed and found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Follow ups were made to gather additional information regarding the reported event however, were unsuccessful as no further response is received. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an image quality problem. When plugged in, it showed blue lines. The issue occurred during an unspecified procedure. There were no reports of patient harm.